Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. While performing the scroll compressor output test, the getinge service territory manager, (stm) noted the compressor failed the test. The stm installed a new scroll compressor. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported during troubleshooting a cardiosave intra-aortic balloon pump (iabp) by the getinge service territory manager (stm), the scroll compressor failed the compressor output test. There was no patient involvement.